Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on this right atrial (ra) lead. Additionally, noise was also observed on the left ventricular (lv) lead. Oversensing and pacing inhibition were also noted. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this device system remains in service.